Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported the string was caught up in the insertion tube but she inserted the tampon anyway and upon removal was unable to find the string. After wearing the tampon 30 minutes she was uncomfortable due to the tampon being inserted too low. Upon removal she could not find the string and had to manually remove the pledget. The string was attached to the pledget but had been inside her along with the pledget. She stated she felt like her vaginal wall expanded as she removed the pledget. The discomfort resolved and she did not seek medical attention. She did not experience any adverse health effects.